Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of 2ppb all pockets have device not detected on bus failure was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order #02161791, when the fse arrived at this station all drawers except the matrix drawer were not listed in storage space configuration. The fse opened hta and all the drawers except 1.1 were available. The fse found damage on the cable, the copper cables were showing and there was some char mark. The fse replaced the cable, and no further issues were observed. During dchu visual inspection: p/n 120547-01: was received exposed copper strands with burn marks. During dchu testing: p/n 120547-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint, 2ppb all pockets have device not detected on bus failure was determined to be due to a damaged assy cbl pyxibus 6 drawer (p/n 120547-01). Visual inspection of the cable showed evidence of exposed copper strands caused by a sharp piece which led to thermal damage and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets were not detected on bus. Tried reboot but failed. As per part investigation, it was determined that there was signs of physical damage and worn insulation which led to the pyxibus cable suffering thermal damage. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system pockets displayed device not detected on bus failure. A field service engineer found that the matrix drawer was not listed in the storage space configuration. Drawers 1.1 and 1.2 were available, but all cubies were greyed out. Fse then shut down the system, disconnected the bus cable, and inspected it. Upon inspection, they found damaged copper cables showing ¿char marks.¿ the cable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets were not detected on bus. Tried reboot but failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.